Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted and the report indicates: the needle of the zipfix is cut away and was not sent back for investigation. Also the zipfix is cut about 10 centimeters from the locking mechanism. The visual inspection has shown that there are no deformations, which could have an influence on the functionality of the device. The function test has shown that the strip can be inserted into the locking mechanism as required. The typical clicking noise is audible and the locking mechanism does hold the strip in each position as required. A product development evaluation was also conducted and the report indicates: no deformations to the locking feature itself or device head was found. The received device was functional as per design intent. The needle was removed with a cutter at the bending at the so called bending notch of the device, and showed on one location only little deformations too its sidewalls where the application instrument was holding the device for some initial tensioning. The root cause of the device failure based on the findings above cannot be identified. The user however did not follow the technique guide steps for removing the application needle as stated in the system technique guide. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Consultant was advised by the cardio thoracic team leader of the following. One zipfix closure in the 5-pack of closures would not hold the notches in the locking end to be able to implant it. The other 4 zipfix closures functioned properly, and remain implanted. The surgeon used sternal wire to complete the procedure. The patient is reportedly recovering well. Additional information has been requested.